Event description:
The account stated the hi/low function drifts down very slowly sometimes.

Manufacturer narrative:
The technician cleaned and degreased the hi/low drive brake assembly to repair the bed.